Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The epidural needle was evaluated. Analysis of the epidural needle found the spoon of the needle had a sharp edge on the undercut side continuation of medical devices: product ID neu_epiduralneedle, product type accessory. Information references the main component of the system. Other relevant device(s) are: product ID: neu_epiduralneedle. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that while placing the lead in the epidural space they couldn¿t pull the lead back as it got stuck in the needle. The hcp pulled out the needle and lead and was able to pull the lead out of the needle from the distal end of the needle. The hcp then placed the lead in another needle and that worked fine. It was noted that it was the curved needle in the kit that would not allow them to pull the lead back out of the needle properly. The issue was resolved at the time of the report. No patient symptoms reported.